Event description:
Event description guidant received information that this pacemaker, which is on the advisory for this model device, exhibited an intermittent loss of telemetry during the implant procedure. The device has been implanted for three days.